Manufacturer narrative:
Follow-up #2.the lay user/patients tets strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additionaly, a tertiary issue was noted; the returned test strips were found to have scratched electrodes with no assignable cause. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.